Event description:
It was reported that an unknown surgical or diagnostic procedure was performed due to swelling of the patient's knee and dvt was ruled out.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.